Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet system entered bg-run mode for about a day due to loss of connection with a dexcom g6 cgm, and pairing subsequently failed despite guidance to start a new sensor and restart the device; the device then showed it was searching for a cgm and the user was advised that connection could take up to 30 minutes, with instruction to obtain a backup fingerstick glucometer for emergencies. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education. Investigation of this case revealed a pairing failure with the responsible device not identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.